Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose device was without power, and the customer suffered from a hypoglycemic event. The customer began to experience low blood glucose symptoms of feeling dizzy and weak. The customer's aviva connect system did not have power and was unavailable for use. It was reported that the customer was unable to obtain a result before, during, or after the event. Based on her symptoms the customer called her neighbor for assistance. The customer's neighbor treated the customer with apple juice, cereal, and half of a banana. No outside medical treatment was sought and the patient was not hospitalized. The blood glucose monitor was requested to be returned for product evaluation.